Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The stent was damaged, with a small quantity of human tissue at points along its length. The balloon was partially inflated and full of solidified contrast media. A product mandrel was inserted through the lumen with no restrictions noted. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. The 75% stenosed lesion being treated was located in the severely calcified, severely tortuous right coronary artery. Access was obtained via the radial artery. The physician advanced an unspecified 5f guide catheter to the target lesion. The physician then advanced the 3.50x20mm promus element stent delivery system (sds) and it failed to cross the lesion. The physician injected contrast to confirm the location of the lesion and mistakenly moved the guide catheter backward. While re-advancing, the guide catheter tip became stuck on a stent strut and dislodged it from the sds. The physician used a snare to successfully remove the device from the patient. No additional patient complications were reported and the patient's current status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. The 75% stenosed lesion being treated was located in the severely calcified, severely tortuous right coronary artery. Access was obtained via the radial artery. The physician advanced an unspecified 5f guide catheter to the target lesion. The physician then advanced the 3.50x20mm promus element stent delivery system (sds) and it failed to cross the lesion. The physician injected contrast to confirm the location of the lesion and mistakenly moved the guide catheter backward. While re-advancing, the guide catheter tip became stuck on a stent strut and dislodged it from the sds. The physician used a snare to successfully remove the device from the patient. No additional patient complications were reported and the patient's current status is stable. This product is only ous approved but it is similar to an approved us device.